Event description:
Additional information from the consumer reported that the implantable neurostimulator (ins) had been removed and she wanted to know what to do with her patient programmer. The ins site was not painful but the patient had pain 24 hours a day in front. She would rather use a pad than have the pain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that it was still not working and there was burning constantly. When she did go to the bathroom, it just dropped. She constantly had pain, like she had to go and could not go. It was getting on her nerves and she wanted the device out. The patient saw the health care professional (hcp) a couple of weeks ago. The next appointment was in (B)(6) 2016. The hcp did not suggest anything. The hcp adjusted it and it was not working right. The patient could not go to the bathroom like she used to and urinate. It was always pain and she thought the settings was at 0.5 volts. As the patient went to turn the patient programmer on and sync, she saw a seven with a lot of dots and zeros. She was confused on what she was seeing. The patient was then able to get the patient programmer back on, put the antenna over the implantable neurostimulator (ins), and hit the sync key. There was a poor communication screen on the patient programmer. They repositioned and got the poor communication screen again. They tried again and got the same poor communication screen. The patient's husband assisted without the antenna and found it was on program 3 at 0.5 volts with the lightning bolt. The husband decreased the settings to 0.3 volts and this helped adjust the pain a little bit. The husband did not have issues using the detachable antenna. The patient felt maybe she did not have it positioned right. She wanted to wait to see if there was an issue with the programmer because the patient's husband did not have any issues using the programmer with and without the antenna. The patient did not have any pain but there was a burning pain constantly. She had a bladder infection when she went in (B)(6) 2015. They gave her some pills and took them but did not recheck the patient to see if the infection cleared. It was further reported on (B)(6) 2015 that the patient had pain since she got the device. She was at 0.5 volts and they increase to 2.7 volts. They turned stimulation off during the call. There was pain at the bottom of the stomach where the bladder was and it was all the way across. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0zss0, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The consumer reported that she could not sleep because it was too strong. Her husband lowered the stimulation and it was still too strong. Also, it felt like she had a rash in the vagina (she did not have one) and it was burning like crazy. The patient could not sleep. This started on (B)(6) 2015 and was considered a sudden change in therapy/symptoms. The patient was implanted on (B)(6) 2015. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.